Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patient's scs patient controller (pc) was displaying ¿replace generator soon" message. The elective replacement indicator (eri) message appeared to have triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. In addition, the patient's pc software update was performed and the eri message was cleared.